Event description:
Arguably a late entry reporting; however, in the wake of the recent FDA warning of a death from the calyxo device, I feel it is important to reflect of a situation similar but not resulting in mortality. Clear supra-physiologic (unable to be controlled or measured) pressures led a patient to prolonged ICU admission for hyperdynamic response after using the calyxo device. Device was "fickle" at best - with the representative pushing pressures that were inordinate, and I aborted the procedure as a result.